Event description:
It was reported during a laparoscopic cholecystectomy the er320 would not fire correctly. The clips would not form and when the tips did attempt to form the clips scissored. A new er320 was opened to complete the case. The er320 was part of kit ftr32. There was no patient consequence.